Event description:
Baxter reports leakage from the uv transfer set tubing, which resulted from the trapping of the tubing into part of the uv flash auto machine. Per affiliate, a set change was performed immediately after the incident was noted. The affiliate reports no pt injury or medical intervention as a result of the incident.